Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it was already at end of life. Review of device data by boston scientific technical services confirmed the battery voltage is dropping at a rapid rate and therapy may not be available. Device replacement was recommended. Additional information provided from the field indicated the s-ICD has exhibited a battery depletion code. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection of the device case and header found no anomalies. Review of diagnostics data revealed the s-ICD had rapidly triggered elective replacement indicator (eri), then end of life (eol). Additionally, battery depletion errors due to a sudden drop in voltage to 7.5 volts (v), followed by a recovery to a normal voltage range, were noted. This drop in voltage and subsequent recovery occurred multiple times. The s-ICD was put through returns product testing, which it did not pass due to intermittent battery voltage capabilities. The battery voltage was confirmed to be insufficient to ensure critical therapy while this device was implanted. The device case was cut open to facilitate inspection and testing of the inner components. The battery voltage was measured to be 9.2v, which is normal. The battery and high voltage (hv) capacitors were then removed from the circuit and connected to an external power source, which measured normal voltage and current drain measurements. The hv capacitors were reconnected back to the circuit, and the device was connected to an external power source where it was confirmed to be able to charge successfully. The battery stack was forwarded to the battery laboratory for further analysis; the observed issues could not be replicated, and the battery exhibited no issues. While analysis was able to confirm the battery of this s-ICD was not performing as expected while the field and initially during laboratory analysis, the root cause for these observations could not be confirmed through product testing.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it was already at end of life. Review of device data by boston scientific technical services confirmed the battery voltage is dropping at a rapid rate and therapy may not be available. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated the s-ICD has exhibited a battery depletion code. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it was already at end of life. Review of device data by boston scientific technical services confirmed the battery voltage is dropping at a rapid rate and therapy may not be available. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported.